Manufacturer narrative:
The lot number was not provided, therefore, device history could not be reviewed and manufacturing date not determined. Previous evaluations indicate this type of event, typically occurs as a result of misuse during the procedure (signs of excessive force to the guidewire, kinks, bends). Hospital contact could not locate any additional information regarding this event. The cause of this event could not be determined from the information available and without device evaluation.

Event description:
This event was received via FDA letter and copy of hospital's report from maude database on 12/11/2006. This event is submitted in response to customer report to FDA. Drill guide broke off in pt while performing arthroscopic surgery. Report does not indicate a serious injury has occurred or if any pieces were left in the pt. Original contact person no longer works in hospital. Additional information was requested from new hospital contact. This device is used for treatment.